Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted

Event description:
It was reported from (B)(6) that the small battery drive device did not function. During the pre-repair diagnostics assessment, it was determined that the motor seized, jammed, was moving heavy and the motor was out of order. It was further determined that the device failed for check the attachment coupling, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between collbri/ sbd and colibri ii/sbd ii, check the function with epo-console and for check the off/osc/on switch mode function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.